Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, after inserting the new wearable, the patient's parent noticed the cgm values were erratic, showing two arrows up and then two arrows down with a cgm value of 58 mg/dl. The patient's bg meter reading was taken and was 219 mg/dl. The patient was wearing an omnipod insulin pump. The patient also had abdominal pain, so a ketone test was done and the results were "high". The patient¿s parent gave the patient tylenol (375 mg) and then went to the emergency room. The patient arrived at the ER around 630pm. No further event details were provided, including any medication or treatment the patient may have received in the hospital or how long the patient was hospitalized prior to being discharged. Attempts to reach the reporter for further event information were unsuccessful. At the time of report, the patient¿s cgm was reading 219 mg/dl and the bg meter was reading 189 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correctio is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR as it was documented in error, "the patient¿s bg meter reading was taken and was 219 mg/dl." H2 correction